Event description:
Facility states the black part on the sling pad snapped on model r102 sling while the end user was being lifted. Facility states the end user weighs (B)(6), facility alleged 2 aids were assisting at the time of the incident. Facility states no property damage or injury alleged.